Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. The device inspection revealed the following: the received screwdriver showed normal signs of usage. However, the tip region was found to be broken and the fracture pattern was oblique. The fracture surface majorly exhibited typical characteristics of a brittle failure and very minimal signs of a ductile fracture, evident by largely a smooth fracture surface with slight plastic deformation. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is deemed to be user related. The nature of breakage indicates towards an inappropriate usage of the screwdriver evident by the brittle fracture and oblique fracture pattern indicating towards application of excessive bending load. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: ''surgeon reports on the breakage of a torx 30 screwdriver (cannulated) from the fixos ng 7.0 mm screw system, non-cannulated screwdriver from the surgical tray was used to complete the procedure, the article is 1 year old and has been sterilized 20 times''.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: ''surgeon reports on the breakage of a torx 30 screwdriver (cannulated) from the fixos ng 7.0 mm screw system, non-cannulated screwdriver from the surgical tray was used to complete the procedure, the article is 1 year old and has been sterilized 20 times''.